Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into pulse generator header. The lead was not used and a new lead was successfully implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed the report of lead insertion into the pacer difficult. The dimensions of the front seal were out of specification.